Event description:
A (B)(6) gestation baby was given 170 ml of tpn in approx 2 hours. The pump was set correctly at 4.5ml hour, however the whole volume infused incorrectly. The pump was removed and a test of ns 250ml was run on the pump at the same rate and again it infused the whole volume in approx 45 minutes. The neonatologist was notified and appropriate were given. Seizure activity was noted and treated. Blood sugar was 1235 and was also appropriately treated. The pt was on a jet ventilator, however after required more respiratory support and vaso-active drugs were increased after the incident.